Event description:
The product was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.